Manufacturer narrative:
Phone not provided.

Event description:
Customer contacted technical support (ts) stating that unit had led indicator failure. The customer reported there was no patient involvement.